Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -4.0/+0.5/78 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced excessive vaulting. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(6).

Manufacturer narrative:
Additional information: b5 - it was later reported that on (B)(6) 2022 the lens was explanted; on this same date a replacement lens of shorter length was implanted and this resolved the problem. "Patient is happy". Claim# (B)(4).